Event description:
It was reported via repair work order that the brakes could not remaining fully engaged due to malfunctioned big wheel dampener and worn casters. The zoom disengages during use due to worn load cell pivot bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.